Manufacturer narrative:
Date of event is estimated

Event description:
It was reported prior to MRI scan the ipg was set to MRI mode. During the MRI the patient felt an uncomfortable heating/burning sensation in their back and extremities. It was also noted that there was a heat rash and welts on the skin. Following the completion of the MRI scan the uncomfortable heating/burning sensation as well as the rash/welts resolved.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.